Manufacturer narrative:
(B)(4). Visual inspection of the catheter was performed upon receipt and no char or burn was found. The catheter was also tested and passed electrical test, temperature bath test and generator test. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during a procedure when trying to perform an ablation, the catheter temperature raised to 80 degrees. The event happened continually. The catheter was disconnected and checked by the physician. The physician found that the tip of the catheter was burned/charred. The size of the charring was not confirmed. The procedure was completed without any adverse event by using another catheter.

Manufacturer narrative:
A 3500a supplemental will be submitted once the evaluation is completed. (B)(4).